Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that key anatomic elements may affect successful exclusion of the aneurysm may include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that placement of the device was outside the instructions for use due to the patient's adverse anatomy.

Event description:
Patient with angulated aortic neck underwent aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. Then on the following month, due to a type I endoleak that was expected, the physician placed a renu main body extension graft.